Event description:
Customer alleged there was a patient fall due to the mattress overlay.

Manufacturer narrative:
The product is not being returned to the manufacturer for evaluation as the overlaly model and lot number were not recorded at time of alleged event. (B)(4): unable to determine overlay involved as model and lot number were not recorded at time of alleged event.